Event description:
Three days post closure procedure, a non-occlusive thrombus extension into common femoral vein was detected by duplex ultrasound scan in 03. The pt was asymptomatic. The pt was placed on anticoagulation therapy consisting of low molecular weight heparin (lovenox) and coumadin.